Event description:
It was reported that the patient was admitted for leukocytosis.

Manufacturer narrative:
Due to system limitation the following was added to concomitant medical products of MDR: health effect - clinical code e0311 high white blood cell count manufacturer's investigation conclusion: a specific cause for the reported leukocytosis cannot be conclusively determined. Transient elevations in pump power were confirmed via the submitted log file; however, a specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on (B)(4) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii left ventricular assist system patient handbook (rev. G) contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.